Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the cause of the partial lead explant was because the physician could not explant the remaining portion of the anchor and lead. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 01-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was only getting coverage in one area (left side) instead of both sides (right and left) as a result of a lead migration. There were no contributing factors reported, just normal use. It was reported that an x-ray showed the patient¿s 1x8 lead moved. A lead revision/replacement was performed to resolve the issue of the patient not getting right occipital coverage. It was reported that a partial explant was performed where all electrodes were removed, but the anchor and lead tail remained implanted. The explanted device would not be returned as the customer discarded it. It was reported that the issue was resolved at the time of the report. The event date was asked but was unknown. No further complications were reported/anticipated.